Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump had insulin flow blocked. The mother states there was bent cannula. The customer's blood glucose level had been as high as 530mg/dl. The customer treated the highs with manual injection. Troubleshoot was conducted and the mother was advised on insulin flow blocked alarm and was advised to monitor the device. The customer would call back if issues persist.